Event description:
N/a.

Manufacturer narrative:
(Event site postal code: (B)(6), event site state: (B)(6)). A getinge field service engineer (fse) found an open circuit earth found during routine service. Fse replaced the new power cord cable reel. Electrical safety tests and functional tests were completed. Equipment returned for clinical use.

Event description:
It was reported during a routine check by a getinge field service engineer that the cardiosave intra-aortic balloon pump (iabp) has an open circuit earth in the cable. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restrictions in initial reporter telephone number : (B)(6).